Event description:
The reporter stated the scrub technician was removing an aq2010v silicone three-piece lens from the sterile pouch and the lens fell apart. The lens was not used and there was no pt contact.